Event description:
The patient contacted animas on (B)(6) 2013 reporting a pump keypad button tactile changes unresponsive issue. The patient declined to troubleshoot the issue. This report is made based on the allegation of the pump keypad issue. There is no indication of any adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.